Event description:
It was reported that customer mother stated multiple cartridges failed while being used by daughter, but no specific dates or further event details were available because customer was not with daughter at the time of the initial call. There was no reported impact to the customer¿s blood glucose level. Customer was advised to call back with pump and mobile app available so history could be checked, and technical support attempted follow-up phone calls and voicemail and sent an email, but no additional information was received and case was closed.